Event description:
A procedural abortion was reported using the nrg transseptal needle and torflex guiding sheath. Transseptal crossing using both nrg transseptal needle and torflex guiding sheath was completed. Prior to the procedure, a clear echocardiogram was observed. Post-transseptal crossing, debris was observed via echocardiogram in the patient's left atrium. The procedure was aborted for patient's safety. After the procedural abortion, a CT scan was performed and did not confirm debris in the atrium. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.a separate problem report has been submitted for the torflex guiding sheath with the report number 3019751610-2022-00052.

Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.